Event description:
The intensive care unit at a hosp reported to a fisher & paykel healthcare rep that the use of an rt040 face mask caused a pt injury. The report stated that they were using an rt040 face mask with a vision ventilator set at high pressure on a critical pt as a method of not intubating the pt. According the report, the pt developed tissue breakdown across the bridge of the nose on day 6 of use. The nursing staff covered the nasal area with duoderm to prevent further damage. We are uncertain as to the extent of the tissue damage.

Manufacturer narrative:
The device is expected to be returned to fisher & paykel healthcare. Method - no info to date. Results - investigation is still underway, no results to date. Conclusion - no results can be made at this time.